Manufacturer narrative:
The reagent lot number is 827023. The expiration date was not provided. "Abnormal low signal" and "abnormal mc condition" alarms were noted. The field service representative found that the main pump had failed. He replaced the main pump, pinch valves, and the pinch valve tubing. He performed checks and tests with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys folate iii results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 16.500 ng/ml. The repeated result was 11.100 ng/ml.